Manufacturer narrative:
Additional information provided in b.6., d.4. And h.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that patient was implanted with an intraocular lens (iol) but patient was unhappy with vision since, the patient experienced glare and fuzzy vision. Post-op evaluation showed a myopic result. Yag was also done on this eye and at 6 months post-op the patient is still myopic,although last refraction was less than the one obtained right after the procedure.